Event description:
It was reported that a user experienced a pairing failure in which the dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app but not to the ilet bionic pancreas, and customer support guided the user to toggle settings and reenter the pairing code with instruction to monitor for readings. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included customer support troubleshooting and education focused on connectivity and pairing steps. Investigation of this case revealed a sensor-to-pump communication pairing issue with no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity error related to the external cgm-pump communication pathway.

Manufacturer narrative:
Initial